Event description:
It was reported that; on (B)(6) 2016, the patient underwent the surgery with fixation of l4-l5. Afterwards, the surgeon is monitoring for the patient. On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the blocker (l4 right) was loosening. Therefore the surgeon is planning the revision surgery.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: a revision surgery was reported to have been planned but there was no confirmation if this occurred. Further, the stryker rep did not respond to any attempt to collect further information, therefore, this cause cannot be confirmed. Conclusion: a plausible root cause could not be conclusively determined, as the product remains implanted.

Event description:
It was reported that; on (B)(6) 2016, the patient underwent the surgery with fixation of l4-l5. Afterwards, the surgeon is monitoring for the patient. On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the blocker (l4 right) was loosening. Therefore the surgeon is planning the revision surgery.